Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Based on the investigation, the potential root cause for the crack may be caused by assembly machine squeezing unexpectedly. Also, the inspection operators failed to promptly identify the defective product and eliminate it, resulting in defective product entering the market. To address and contain this issue, the inspection operators will be retrained specifically to check each product one by one, focusing on the missing parts, isolating and scrapping defective products in time. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. This report was initially submitted on "04/07/2025". Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the needle is broken.